Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated that since they had the device implanted it had never helped with their overactive bladder. They stated their symptoms almost seemed to have gotten worse than before they were implanted. They stated they had already had to change their underwear 5x and they also wore condom catheters at night. They went to see a manufacturer representative on thursday who came down to do reprogramming. From thursday-sunday they had been voiding every 10 minutes. They then stated that in a 2 hour time limit they might go twice, but then it fell back into every 20 minutes again. The sated at one point they had chili in the bathroom and they thought about sleeping in the bathtub. The stated 2-3 months prior they may have dropped a bar of soap in the shower and they felt a tugging on the device when they went to pick it up. They stated the same day they dropped a book and again felt the device tugging. They stated their healthcare provider said it could be scar tissue, but did not believe the device was defective. It was reviewed they could try turning the device off, but the patient noted their healthcare provider did not want them to touch the device. They did not know what to do and their healthcare provider was saying the only option was to have it removed. They stated they had tried increasing, changing programs, and reprogramming before. They stated after they got reprogrammed, it seemed like it was worse. The patient was redirected to their healthcare provider to discuss next steps as it was ultimately a medical decision on what to do at this point. No further complications were reported or anticipated.